Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the screws fractured and were removed. Screws placed on (B)(6) 2021 and removed on (B)(6) 2023

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) unknown biomet screw, for evaluation. Visual evaluation was performed, a slight fracture has been identified at the collar of the screw. Damage to the drive feature was also identified. Device history record (DHR), sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was material selection of the product is not adequate to withstand occlusal forces. Therefore, based on the available information, a device malfunction did occur. A slight fracture has been identified at the collar of the screw. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.